Manufacturer narrative:
The reporter recognized that the device was used on a pediatric patient, which is off-label, and that may have contributed the event.

Event description:
Patient received three separate seraph 100 treatments in conjunction with ECMO and crrt (prismaflex hf 1000 set) on days 39, 40, and 42 after autologous hematopoietic cell transplantation (hct) (each seraph treatment lasting 24 hours, or 68 hours total). Citrate used at 150 ml/hour and blood flow rate set to 150 ml/min. Effect on coagulation was assessed with activated partial thromboplastin (aptt) tests. Note that heparin and bivalirudin were not used because significant auto-anticoagulation was observed before treatment. During the 1st treatment of three treatments, patient experienced hematochezia (blood in stool) and g-tube bleeding 5 minutes after start of 1st treatment. Elevated aptt test time (153s vs reference range of 25-37s) noted 1h after start of treatment indicating coagulopathy.